Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a lowest recorded blood glucose of 50 mg/dl while the dexcom g6 was connecting and the ilet did not alert. Symptoms included lightheadedness. Outcomes included self-treatment with oral glucose and ginger ale, correction of the low, return to 70 mg/dl, no need for outside assistance, and no medical intervention. Investigation included complaint intake, case review, and user troubleshooting and education. Investigation of this case revealed no device alerts during the event and no identified device malfunction, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.